Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "600 mg/dl" performed within the subject meter and "200 mg/dl" with another device, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (09/18/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on 9/13/2013 with the following findings: the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.